Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery due to unknown reasons approximately four months post implantation. The head and poly bearing were revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation. Subsequently, patient reported experiencing increasing pain. X-rays taken show a right hip dislocation, and the patient had a closed reduction. Patient experienced another dislocation about 1 week later, and underwent a second revision surgery. During the procedure, scarring was excised from around the capsule. Catastrophic failure of the poly competent was noted and was resting on the superior aspect of the cup in a way that a large linear crease was created and molded over the acetabular cup rim.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03013, 0001825034-2018-03014.

Event description:
It was reported that a patient underwent a revision surgery due to instability approximately four months post implantation. The head and poly bearing were revised. Attempts have been made, and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and the bridgend manufacturer will determine reportability.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected: event previously reported as product problem in error.

Manufacturer narrative:
Reported event was confirmed by review of operative notes noting right hip dislocation, patient taken to the or and reduced. One week later the patient dislocated again. Significant scarring was excised from around the capsule. Catastrophic failure of the polyethylene was noted and the poly was shown to be resting on the superior aspect of the cup in a way that a large linear crease was created and molded over the acetabular cup ri. Additional information does not change the outcome of the previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.